Manufacturer narrative:
(B)(4). Evaluation summary: the results of the returned device analysis indicated that the inability to deploy the clip and the clip remaining attached to the cds (clip delivery system) could not be tested due to the condition of the received device. The reported mechanical issue (cds knob) was not confirmed during the returned device analysis as no resistance was noted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported mechanical issue (cds knob issue) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the actuator subassembly was removed from the delivery catheter handle during troubleshooting. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to deploy the second mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip was deployed without issue. The second clip was advanced and resistance was noted when turning the m knob, but it was successfully placed on the leaflet. The deployment steps were performed per the instructions for use, but the clip would not separate from the clip delivery system (cds). It was noted that the actuator mandrel was fractured in two pieces. The patient was taken to surgery to remove the cds and clip. An annuloplasty ring was implanted. The patient remains in stable condition. There was no additional information provided.